Event description:
The customer's mother reported on (B)(6) 2014 at 9:07 am her son activated a new pod and for 2 days his blood glucose was reading between 83 mg/dl and 269 mg/dl. On the third day ((B)(6)) his bg, carbohydrate intake and insulin history is as follows: time: 1:58 am, bg (mg/dl): 161, bolus (u) 0.1. Time: 7:55 am, bg (mg/dl): 135, cho (g): 54, bolus (u): 1.05. Time: 11:51 am, bg (mg/dl): 77. Time: 2:54 pm, bg (mg/dl): 131, cho(g): 24, bolus (u): 0.45. Time: 6:36 pm, bg (mg/dl): 214, cho (g): 80. Time: 6:58 pm, bg (mg/dl): 214, bolus (u): 2.35. Time: 7:18 pm, bg (mg/dl): 282. At 7:32 pm the pod was deactivated. She noticed the cannula was bent and there was also bleeding at the site upon removal.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.